Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a fluid leak from underneath the unit in the area of the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer. Customer reported that the drip tray was filled. Customer reported that there was no fluid from the blood sampling valve (bsv). Customer reported that the volume of the leak was 10 ml customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak under the bsv and at the green quick disconnect (qd) to the left of the needle. The fse found the black tubing attached to the green qd had a pinhole leak. The fse cut out portion of the tubing to correct the leak. The fse also found the valve vl59 tubing was leaking causing fluid under the bsv. The fse replaced the tubing.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).